Event description:
It was reported that a cartridge change error occurred when the customer attempted to load a cartridge after a pump reset. There was no adverse impact to the customer¿s blood glucose level. The customer cleared the error promptly, successfully detected the cartridge, completed the cartridge change and fill tubing, and resumed insulin without further issues.